Event description:
"Patient was standing in front of tv. Stepped forward. Knee released, and she fell backward. She felt a pop in her leg." "Broken leg at mid thigh. Hospitalized and placed in full body cast. Released after 2 days. She is back in the hospital with a urinary infection, and other health issues. She will be in the cast for 6-8 weeks. Visit orthopedic surgeon for possible future surgery."